Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device not completing boot-up cycle. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product analyses center (pac) and observed that the device not completing boot-up cycle. It was concluded that the device can not be repaired. A cause of the reported issue could not be determined. The customer has been provided with replacement device. The customer's device was archived by stryker.